Event description:
It was reported that the system would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined the single board computer needed to be replaced, but no conclusion can be drawn as repair information is not available. The customer declined repair.